Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. An xtw clip (40917r1094) was inserted and deployed on the valve. After deployment, it was observed the mandrel had detached but was stick in the clip due to a mis angulation of the clip delivery system (cds). Troubleshooting was performed and the mandrel was removed from the clip. However, after the mandrel was release, it was observed the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the clip, an additional xtw (40917r1093) was inserted and deployed. To further reduce tr, a third xtw (40917r1095) was inserted, and grasping was performed. While grasping, it was observed the clip became caught in chordae. Troubleshooting was performed and the clip was successfully freed. The clip was inverted and retracted into the right atrium (ra). It was noted during removal, the clip interacted with the tissue bridge. When the clip was in the ra, it was observed the second xtw clip had detached from the anterior leaflet and remained attached to the septal leaflet (slda). The third xtw clip was removed and replaced as a gripper issue was observed in the ra. One additional clip was implanted to stabilize the slda, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and based on the information provided, a cause for the reported single leaflet device attachment cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.